Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report repeated off no power alarms. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to interface board. Unable to confirm off no power anomaly and unable to perform any test due to blank display. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.